Event description:
I used an ellume test to be cleared for travel back to the us from (B)(6). My result was positive. If I'd not had an alternative test available, I could have been forced to quarantine at the hotel we were staying in and travel costs would have nearly doubled. The person I was traveling with happened to have a spare tests of a different brand/manufacturer and my result was negative upon completing both of those tests, so I was able to return home as scheduled. FDA safety report ID # (B)(4).